Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if changes were made to the patient's usual diabetes management routine. After the start of the alleged issue, the patient claims she felt symptoms of shaky and hungry. The patient treated self with food and/ or drink. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The batteries did not need to be replaced in the subject meter. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.